Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change. During the procedure while suturing the pocket, the lead and the suture needle made contact and loss of capture on the pacemaker and right ventricular lead was noted. The issue was resolved when the physician removed the suture. The patient was stable.